Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm after being exposed to moisture. Customer stated that the insulin pump had a crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.